Event description:
It was reported that during a total knee surgery, it was observed that the battery oscillator device was operating on its own. There were no delays to the surgical procedure as an identical spare device was available for use. The surgical procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was found that the turn knob made an unusual noise when using the blade device. It was determined that the turn knob and o-ring were worn. It was determined that this condition was due to wear on components from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as (B)(4) 2010 in the initial report. The device manufacture date has been updated as (B)(4) 2015. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.